Event description:
It was reported that a right ventricular (rv) lead had perforated the cardiac tissue at the apex. During the revision procedure, the cardiologist noted that the rv and right atrial (ra) lead were incorrectly tied down on the electrode directly instead of at the suture sleeve. The rv and ra lead were explanted and replaced. The cardiologist did not allege a malfunction on the rv or ra lead. The patient was stable. Related manufacturer report number: 2017865-2022-02734.

Manufacturer narrative:
The reported events were failure to capture and perforation. As received, a complete lead was returned for analysis. Examination of the lead found the helix was clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. A tip stiffness test was performed, and the test results were within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
Additional information was received that a loss of capture was reported on the right ventricular (rv) lead.